Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding their patient line which fell off their catheter and caused a fluid leak during the last drain of their peritoneal dialysis (pd) treatment. The patient clamped the catheter and reconnected themselves. The patient reported receiving an air detected in cassette alarm. The patient was advised to cancel their treatment and follow up with their peritoneal dialysis nurse (pdrn). The patient confirmed that there was no fluid in, near, or on the cycler. The patient reported that the cassette information as unknown as the supplies were discarded due to being in the hospital. Upon follow up, the patient stated that there were no injuries or medical intervention required related to the reported fluid leak. The patient stated that the hospitalization is unrelated to their dialysis therapy as the patient had to have their toe and part of their foot amputated. The patient does not utilize a fresenius machine or supplies at home and was only utilizing the products during their hospitalization. Additional information was requested, however not provided. The cassette is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: clinical investigation: on (B)(4) 2018, during a call to customer support, it was reported this patient on peritoneal dialysis (pd) was in the hospital. During follow up, the nurse stated the patient hospitalization was due to toe amputation and not related to pd therapy. Additionally, during the call to customer support, it was reported the patient experienced a fluid leak and ¿air in cassette¿ alarm when a disconnection occurred between the patient line (pl) of the cycler set and the patient¿s pd catheter (not a fresenius product). The patient was advised to re-set up with new supplies for pd treatment. The patient reportedly did not experience any serious adverse injuries because of the fluid leak. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. The patient¿s hospitalization was related to toe amputation which is not associated with pd therapy the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.